Event description:
Customer found particulate mater floating in the syringe. The solution was described as a brownish color instead of clear. The particulate was lodged on the plunger inside the syringe. The syringe was not used as instructed in the direction insert. No pt was involved. This was a considered device malfunction.

Manufacturer narrative:
Test results indicated the particulate to be composed of iron at a concentration of 6.44mg/ml in 10ml of solution. The complaint that a foreign particulate was observed on the plunger of the filled syringe was reported to the syringe supplier on (B)(6) 2011. No pt was involved. The malfunctioning device was never used on a pt. The medical professional followed the instructions in the direction insert. When the foreign material was observed, the syringe was not used, but was sent back to (B)(6) for evaluation. The follow-up investigation determined the foreign matter to be an iron particle, typical of the substance used in plastic molding of the syringe by the supplier. The syringe supplier was notified of the complaint.